Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. The findings revealed that this event was due to normal wear over time. A functional assessment was performed which confirmed that a cutter cannot be inserted. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
This is report 2 of 2 of the same event: it was reported that during a posterior resection/craniotomy for tumor surgery the attachment device had "a loose bearing sleeve" and it was "difficult to get the burr through." The reporter stated there were no delays in surgery; surgery was completed successfully with a spare device that was available. There were no injuries or medical intervention reported. In addition, the reporter stated the patient outcome post-surgery was stable. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.